Event description:
A low readings issue was reported with the Abbott Diabetes Care (ADC) device. The customer received a low reading of 58 mg/dL obtained on the ADC device compared to a reading of 200 mg/dL obtained on a built-in precision meter. It is unknown whether the customer noted a trend arrow on the device. When plotted on a Parkes Error Grid, fall into the D Zone, showing the difference in values to be clinically significant. The length of sensor wear was unknown. The customer reported false low readings. No symptoms were reported for the issue, and it's unknown whether the customer was able to self-treat. The customer self-presented to urgent care, but it is uncertain if third-party treatment was administered. ADC Customer Service contacted the customer to gain additional details regarding this event, but the customer refused to provide additional details. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.